Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the basal settings were cleared from the pump. It was noted that the bolus settings were not cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 22-jul-2019 with the following findings: the original complaint was reported on (B)(6)2015. A review of the pump histories showed that the pump was used until (B)(6)2016, therefore, all basal and pump history has been overwritten due to continued use of the pump. The current pump basal history showed no evidence of basal clearing. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing, was found to be delivering within required specifications and recording accurately in the pump history. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.